Event description:
It was reported that during consultation in the hospital it was noticed that the modular cable looked damaged. The polyurethane layer of the driveline was damaged, and the inner layer was visible. The modular cable was taped with rescue tape. The modular cable was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter email address: (B)(6).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the modular cable (lot number: 7367129) was confirmed via evaluation of the submitted photo. This photo revealed tears in the polyurethane jacket and woven layer which exposed the inner layers; however, no damages to the inner wires were observed. A segment of repair tape was also noted on another portion of the cable. Provided information indicated that the cable has been exchanged but will not return for analysis. The root cause of the reported event was unable to be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot number: 7367129) was manufactured in accordance with manufacturing and qa specifications. The heartmate iii instructions for use and the heartmate iii patient handbook address how to store, maintain, and care for all equipment, including the modular cable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.